Manufacturer narrative:
(B)(4).

Event description:
During implant, retraction of the guidewire was difficult while positioning the lead. The lead remained implanted with good electrical parameters. The patient is well.